Manufacturer narrative:
Since the actual sample was not available and the batch review of the possible lot numbers v1456043 and v15000097 has been done no nonconformities were reported during production and 100% balloon testing. We did not detect any nonconformity during the batch review of possible lot numbers during batch review and visual inspection of retain samples of these two lots. We consider this complaint to be not justified. This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number (B)(4) was issued to address the observation; one of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019 and submit to FDA retrospective mdrs for the reportable events (with reference to original MDR report # 8030107-2020-00027 filed by degania silicone ltd.)

Event description:
This is retrospective submission, following reassessment of our customer complaints during period 2018-2019. Customer's text: according to the reporter, the balloon is broken. There was no harm to the patient . No additional information available.